Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter was "reverting back to the set up mode". The medical affairs specialist (mas) was able to correspond with the patient by telephone on four days later, and classified the complaint based on the following information received from the customer. The patient tests her blood glucose 4 to 6 times a day. She manages her diabetes via lantus 16 units in the morning and novolog 6 units before breakfast, before lunch and before dinner on a set amount. The patient stated that the alleged issue began on original date in the evening after replacing the batteries in the subject meter. During that time, the subject "meter was reverting back to the set up mode." The patient reportedly could not test on the subject meter after the alleged issue began. She reportedly took usual dose of diabetic medications after the reported issue. On the same day at night (time unknown), after the reported issue, the patient reportedly developed symptoms of "shakiness and sweatiness." The patient reportedly did not obtain any blood glucose results on the subject meter during the symptoms. The patient stated that she does not remember how long after the reported issue she developed these symptoms. It is also not known how long after she took her insulin (novolog 6 units) she experienced these symptoms. She reportedly took food and/or beverage following the symptoms and felt better. During the troubleshooting, the cca noted that this was not a new product. There was no trauma to the meter. It was noted that the reported issue occurred immediately after replacing the batteries. However, when the cca walked the customer through resolving the issue, the reported issue was resolved. Replacement products were sent to the patient. There is no evidence that the subject meter malfunctioned since the reported issue was resolved through troubleshooting. However, this complaint is being reported since the patient reportedly experienced symptoms suggestive of hypoglycemia after the reported issue began with the subject meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.